Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 540 mg/dl. Customer¿s current blood glucose level was 307 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The infusion set had bent cannula. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. It was unknown if the customer was using auto mode or not. Based on customer report customer did allege insulin pump was under delivering because the blood glucose did not came down. The insulin pump and reservoir will not be returned for analysis.